Event description:
It was reported with the use of the bd saf-t-intima¿ IV catheter safety system there was an issue with extension tubing was broken at the clamp position.

Manufacturer narrative:
H.6. Investigation summary: a device history review was conducted for lot number 7327622. Our records show that this is the second instance of defective tubing occurring in this batch of saf-t-intima. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections. Additionally, the sample submitted was reviewed by our quality engineer. During their evaluation of the device they noted the existence of a small cut in the device's tubing. Based on the characteristics of the broken section of the tubing our engineers managed to duplicate the observed damage through an improper activation of the device; this coupled with a complete review of the manufacturing line have led our team to the conclusion that the root cause for this issue lays outside of the manufacturing process. The reported tubing defective/damaged by customer was confirmed after visual inspection the sample provided. Based on investigation results, the partial cut in the pvc tubing could not be associated to manufacturing process due to, these 3 main reasons: 1.- cannula is assembled in the catheter and after needle cover is placed, 2.- no sharp objects are used to perform the assembly, 3.- slide clamp is placed in the pvc tubing, never is clamped, nevertheless, engineering team could reproduce the defect performing an incorrect activation of the product after performing the puncture. If tubing was clamped during the puncture and after the user active the safety mechanism, a damage is caused in the pvc tubing (partial cut or complete cut). Currently, product quality is evaluated during the manufacturing process with prescribed variable and attributes inspections. These inspections are performed by operators and/or process control technicians to ensure that product met with acceptance criteria. If defects are observed, disposition of the product, root cause and corrective action are applied according to the quality control plan. Process fmea 4797 and p-eura rm5942 were reviewed and there are proper controls in place to detect product malfunctions.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported with the use of the bd saf-t-intima¿ IV catheter safety system there was an issue with extension tubing was broken at the clamp position.